Event description:
The customer reported that, during a diagnostic ion evis broncoscopy procedure, there was a lot of static and interference artifacts on the monitor. The customer reported that it only happened with that device, and thought that it might be caused when squeezing the handpiece. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.